Event description:
It was reported that the right ventricle (rv) lead exhibited noise. No intervention or procedure was reported. No patient symptom was reported.

Manufacturer narrative:
Further information was requested but not yet received.

Manufacturer narrative:
Health impact code was updated to "insufficient information" until further investigation is received.